Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the pacemaker was attempted and not implanted due to exhibiting high out of range pacing impedance measurements of greater than 3000 ohms when the chronic leads were connected. A new pacemaker was successfully implanted with the chronic leads without any measurement issues. No adverse patient effects were reported.